Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had water flow rate problem (low flow rate).

Event description:
It was reported that the arctic sun device had water flow rate problem (low flow rate). Per follow up mail received on 16dec2022, it was pump problem so replaced circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.